Manufacturer narrative:
This event was initial reported as an implant loss event. This report is to correct this to a implant fracture. B5 has been updated in this report.

Event description:
It was reported that a patient's dental implant at tooth # 26 fractured and had to be removed.

Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803.the device was not evaluated because the issue is a known inherent risk of the device. We will continue to track and monitor the trend.

Event description:
It was reported that a patient experienced a dental implant loss.